Manufacturer narrative:
B3: date of event is unknown, no information has been provided to date. Device evaluation: visual inspection found the tamper seal was intact. No physical damage. The error history log was reviewed. Functional testing duplicated and confirmed the complaint. Root cause was attributed to the motor, which was replaced. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device gave error code 41627, displayed on a red screen. It was also alarming that volume too high for cassette. There was unknown patient involvement.